Manufacturer narrative:
Additional information: currently available information is indicative for a device failure. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Patient has no hearing perception. Re-implantation has been suggested but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has no hearing perception.